Event description:
On 18 feb 2008, the distributor reported that during receipt of the product it was noticed that the screw head was disassembled. There was no report of patient contact. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.